Manufacturer narrative:
The lead was surgically abandoned; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the system with this implantable pacemaker and right ventricular (rv) lead exhibited high pacing impedance, high capture threshold and small noisy signals observed during isometrics analysis. Health care physician (hcp) was looking for any recommendations that could be provided and wanted to continue to monitor the device. Technical services reviewed the data and agreed that both the rv pace impedance and threshold had increased. There were no episodes stored that showed noise on the rv lead. Ts discussed with the hcp that lead safety switch would occur when impedance rise above 2000 ohms. Ts agreed to continue to monitor the device and suspected lead fracture but found all measurements to be within limits. Ts asked hcp to temporarily program the device to unipolar pacing. This rv lead remains in service and no additional adverse patient effects were reported. Subsequently, additional information was received indicating that this lead was surgically abandoned due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.